Event description:
On 3/23/1998, customer service department received a report from dr. Who reported that pt returned to his office after wearing new gp multifocal contact lenses for one week with a complaint of a serious eye infection. Dr. Went on to report that the pt's eye was red and irritated and that the pt thought it was related to the gp contact lens she was wearing. The dr suspected chlamydia and requested info about co's disinfecting process. Co explained to the dr that co's gp lenses are supplied nonsterile and should be cleaned and conditioned prior to use. Co made several attempts to contact the contact lens technician about the return of the lens. The lens was returned to co accounting department without indication of its complaint status on 5/14/1998 and credited for a refund. The lens was placed in temporary storage before being discarded. Co was able to locate the lens on 6/5/1998 and perform an investigation.